Manufacturer narrative:
Insulin pump alarmed button error and had no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.